Event description:
It was reported that the device will not recognize the hands free cable. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and price info for a replacement therapy pcb and therapy connector assembly. The biomed later confirmed that they replaced the therapy pcb and then observed proper device operation. The removed pcb will not be returned to physio-control for eval. Further root cause of the reported failure cannot be determined.